Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported material deformation and entrapment of device could not be confirmed as the stent was not returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported the xience sierra stent delivery system (sds) was attempted to be placed distally to three previously placed stents. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent, and reduces the chance of damaging or dislodging the proximal stent. In this case, it appears the instructions for use deviation related to stenting the proximal lesion prior to the distal lesion caused and/or contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the previously placed stents while attempting to cross to the distal lesion (against instructions for use) causing the reported failure to advance. The interaction led to the reported entrapment of the device and subsequent material deformation of the advancing stent. Removal of the device was attempted; however, the entrapped stent dislodged from the delivery system. The patient effect of device embedded and treatment including surgical intervention, unexpected medical intervention, delayed treatment and hospitalization appear to be related to operational circumstances of the procedure. It should be noted that the xience sierra instructions for use indicate when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. This is to prevent damage to the previously implanted stents as well as the advancing stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device will be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. Two unspecified stents were implanted and post dilatated successfully. A third unspecified stent was advanced through the implanted stents and implanted distally. A 2.0x23mm xience sierra stent delivery system was attempted to advance past all 3 stents; however, became trapped with a proximal stent, deformed and was not able to be retracted. During attempt to remove the xience sierra stent delivery system the stent was stripped off the balloon and lodged within the stents. The stent was attempted to be retrieved, but failed. An unspecified balloon was attempted to be advanced to crush the stent; however, the balloon could not advance past the stent. Patient was under observation for 36 hours and remained stable. The patient was transferred to another hospital, underwent bypass surgery and had 2 bypass grafts. One graft was to treat the vessel where the stent was stripped off and the other was to treat a different diseased vessel. It is unknown if the stent was retrieved. The patient was discharged and in good health. No additional information was provided.